Event description:
The clinic reported during a vitrectomy procedure in the patient¿s operative eye during a cataract extraction procedure, the unit shut down and the surgeon switched over to a backup machine to complete the case. The clinic described to the field service specialist (fss) that the system froze up and none of the button functions on the touchscreen would activate. In addition, the machine rebooted itself. The case was completed successfully and the clinic reported no patient injury.

Manufacturer narrative:
Patient information was not provided as to no impact to patient and no patient injury reported. The categories are for outcomes attributed to adverse event. The categories are not applicable to the event as it is a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was not able to identify an explanation of the machine freezing up nor was able to confirm the reported issue. While on site, the fss was told by the technician, they have had recent footpedal errors. As a proactive measure, the footpedal cable assembly was replaced and the footpedal was calibrated. The issue of system freezing up may have been caused due to the clinic may have unplugged the machine power and afterwards powered on the unit by reconnecting the back to the system power cord causing the unit to reboot itself. The fss performed a field service checklist. The fss performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.